Manufacturer narrative:
The list number and lot number of the device that was in use is unknown. The customer identified the device as a spiros; however, the customer did not provide the list or lot number of the device. The device was not returned for evaluation. The reported complaint cannot be confirmed without the returned sample. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event involved an unspecified spiros that had a leak of chemotherapy at the start of the administration. Chemotherapy drops were found on the bed and on the gloves. It was unknown if the leak was at the end of the spiros or where it was connected to an unspecified tubing set. There is no report of adverse event of delay in critical therapy.